Event description:
Patient had device removed due to it not working. It was noted that the patient was going to have a prostatectomy, and they felt it was best to remove. No surgical complications were reported.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.